Event description:
Hcp reported, patient experienced pain, fever, body aches, and spreading indurated area over lead/generator site. Diagnosed with infection. System was explanted and patient was treated with IV antibiotics. Patient recovered without sequela. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Final device analysis results reveal - no anomaly found-normal device function.